Manufacturer narrative:
H10: in a good faith effort (gfe) response from the authorized service provider (asp) received on (B)(6) 2023, it was stated by the asp that the device was not in use at the time of the reported device issue and confirm that there was no patient harm. It was also confirmed in the gfe response that no further information was available regarding the troubleshooting. The issue was resolved by the customer with the re-seating of the joints. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the low airway pressure alarm was alerted. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The onsite technician re-seated the joints and the device returned to normal functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporter and reporting institution phone number - (B)(6).